Manufacturer narrative:
The grasping retractor instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument would not move intuitively due to broken pitch cable. The pitch down cable was broken at the distal clevis hub. The broken cable segment that contains the crimp was missing from the clevis. The clevis did not exhibit any damage or wear marks. The other cables were not damaged at the instrument's wrist. Failure analysis investigation also found that the distal end of the instrument's main tube had various scratch marks with light material removed. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the broken pitch cable and the additional finding of main tube material removal could likely cause or contribute to an adverse event, if the malfunctions were to recur.

Event description:
It was reported that during a da vinci surgical procedure, the grasping retractor instrument stopped functioning. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.